Event description:
The customer reported an error message on the right monitor. He noticed it when he moved the interconnect cable where it plugs into the mainframe. He rebooted and was able to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The service rep could not duplicate the error. He checked interconnect cable and lemo connector pins, all checked good. Suspect interconnect cable was not seated all the way. System is functioning as intended.